Manufacturer narrative:
(B)(4) should additional information become available, a supplemental record will be filed.

Event description:
Provider states the footrest are no longer a good fit for the customer because when he puts his feet down his heels are on the top of the footplate causing pressure on his heels. Provider states wear and tear on footrest and the plastic on the footboard has peeled off. Consumer advised provider he has a skin breakdown on his heels.